Event description:
In 05, the reporter contacted lifescan alleging that the pt's one touch ultra meter would not power on. The medical affairs specialist left a phone message for the pt and sent a letter to the pt. The reporter stated that the pt last tested with the reported meter about one month earlier. At an unspecified time and date, the pt was taken to the hosp and took insulin as treatment. The pt did not have symptoms of high or low blood glucose level at the time of concern. Results obtained at the hosp were not provided. Info was not provided regading the pt's testing and diabetes treatment regimen. The customer care rep (ccr) verified that the test strips were correct, the battery was less than 1 year old and correctly installed, and the battery contacts were in good condition. The ccr walked the pt through pressing the power button and the meter did not power on. The meter was replaced.